Manufacturer narrative:
Mfg. Site name - (B)(4). Visual examination revealed that only approximately eight feet of the coil was returned for analysis. The clip assembly and the handle were not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not detach from the catheter, so the handle was then cut, the scope was removed and the clip was left in place. When the patient was re-intubated with the scope, a second clip was deployed and it nudged the first clip which then released from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not detach from the catheter, so the handle was then cut, the scope was removed and the clip was left in place. When the patient was re-intubated with the scope, a second clip was deployed and it nudged the first clip which then released from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.